Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2021-jun-02. It was reported that there had been a loss of therapeutic effect. An incision was made and the catheter was attempted to be aspirated, but there was no flow. The catheter was replaced. The issue was considered resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, and product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 2250 mcg/ml for a total dose of 734.5 mcg/day via an implantable pump. It was reported a volume discrepancy occurred at refill today ((B)(6)2021). It was noted the hcp went to access the reservoir today ((B)(6) 2021) and they expected 7ml and pulled out 25 ml. The hcp stated the last refill was on (B)(6) 2020 and that they did not have a volume discrepancy at that refill. It was noted the pump the logs showed no abnormalities, and when they went to access the catheter access port (cap) the nurse was only able to aspirate "a little bit" and that it did not reach 1 cc. The nurse believed there may be a catheter issue. Catheter considerations, catheter dye study, and/or revision was discussed as well as dosing consideration. It was noted that they would inform the hcp. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2021. No further complications were reported.